Event description:
It was reported that the patient had to charge the implantable pulse generator (ipg) frequently. The patient underwent ipg replacement procedure.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had to charge the implantable pulse generator (ipg) frequently. The patient underwent ipg replacement procedure.

Manufacturer narrative:
Sc-1160, (sn: (B)(6)). The returned ipg was analyzed. The investigation confirmed that the patient had to charge the ipg frequently. The charging log revealed a low charge current, which indicates sub-optimal charging, resulting in low battery voltage and the thermistor being triggered. These factors are known to contribute to the charging difficulties. However, upon reviewing the labeling instructions, it was found that the user is advised to ensure proper ventilation and correct placement of the charger directly over the stimulator during charging. Therefore, this investigation is assigned a probable cause of failure to follow instructions. It is probable, the user did not correctly align and ventilate the charger and stimulator during charging.